Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was also received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 235 mg/dl. The insulin pump will be replaced.